Event description:
The customer received questionable creatine kinase (ckl) results on their c501 analyzer for the last few days. The customer provided data for one patient with discrepant results reported outside the laboratory. All samples were plasma and all repeat testing was performed on the initial c501 analyzer. The patient's initial ckl result was 109 u/l accompanied by a data flag. The same sample was auto-repeated and the repeat result was 182 u/l. The initial result of 109 u/l was reported outside the laboratory. Based on the patient's previous ckl result from (B)(6) 2011 (44 u/l) the result was questioned. The patient's second repeat from a different sample from the same tube had a result of 50 u/l. The customer believed the 50 u/l result to be corrected and it was issued as a corrected report. The patient was not adversely affected by this event. The ckl reagent lot number was 64506801 and the expiration date was 06/30/2012. The field service representative checked the probe alignment and found the rinse level was very low with normal detergent. He replaced the valve bank and cleaned the four way distributor valve with no affect. He felt the rinse tubing need to be replaced, but was unable to fix it at the time of the initial visit. He recommended not using that c501 module. The field service representative returned to the facility on 09/29/2011 and found the rinse levels were extremely low and could not be adjusted higher. He replaced all rinse lines and cell blank lines. He adjusted all levels. For verification a cell blank was performed and the customer ran quality control.